Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out of range right atrial (ra) lead pacing impedance of greater than 3000 ohms. Additionally, there was some stored events of noise. The physician planned to see the patient in the clinic for further testing. The involved ra lead is a non-boston scientific product. At this time, this pacemaker and competitor ra lead remain in service, and there were no adverse patient effects reported.